Event description:
Information was received that a smiths medical portex lumbar puncture tray needle had been displaced from the packaging. It was reported the packaging "appeared to be completely intact, however the needle was freely rolling around, with no needle covering in place, within the plastic packaging." Due to the needle displacement, an employee sustained a clean needle stick to the palmar surface of her right hand. No additional adverse patient effects were reported.